Event description:
During servicing of electrode belt sn (B)(4), which was returned for an unrelated nonconformance, the electrode belt failed the defibrillator test. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. During evaluation, the electrode belt failed the defibrillator test with a monophasic pulse. The excess voltage present due to the monophasic pulse was transferred to ground, damaging the distribution node pca. The damaged pca included damage to components u727, u728, r767, and r7005 as well as damage to the u727 and u728 pads. Upon review of the patient's ecgs and flag files there is no evidence to suggest that these components were damaged in the field. The root cause for the damaged pca cannot be positively determined. No adverse event resulted from the damaged pca. The patient received a replacement electrode belt.